Event description:
The locking mechanism on the delivery catheter failed. The full system was removed (29 sapien valve had to be wasted) and a new kit was opened with successful deployment of the valve. No harm to patient. Manufacturer response: for valve and delivery catheter, (brand not provided) (per site reporter) waiting for product to be picked up by the manufacturer.